Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was performed and was measured within the required performance product specifications. A visual and x-ray inspections of the lead revealed no anomalies.

Event description:
It was reported that high pacing impedance and loss of capture was observed on the left ventricular (lv) lead. The suspected cause of the event was ischemic tissue at the implant sites. The lead was explanted and replaced to resolve the event and the patient was in stable condition.